Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: aug 1, 2023. Section h3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received and evaluated. Visual inspection under magnification revealed that the complaint lens was received cut in half and with both haptics detached. The lens was cleaned and, no issues that could cause or contribute to the complaint issue. Based on the return condition of the lens, no further product evaluation could be performed. Conclusion: based on the investigation, no malfunction or product deficiency was identified and the complaint issue reported could not be confirmed . All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Manufacturer narrative:
Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion an attempt was made to obtain the missing information; however, the information was not available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from the patient's left eye since the patient could not see near or distance good enough. The patient did not have any pre-existing medical history issues and did not have debilitating condition. A non-johnson & johnson light adjustable lens was used as a replacement. It was indicated that there was capsule tear, and an unplanned vitrectomy was performed. There was no incision enlargement. The patient outcome was reported to be ok. No further information was provided. Patient had bilateral lens implants. This report captures the issues reported on the lens in patient¿s left eye. A separate report has already been filed for the right eye of the patient.